Event description:
It was reported the pt's health care provider was unable to fill the pt's pump reservoir. It was stated that "over the last few refills," the pt's hcp had been unable to fill the pump reservoir to capacity. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR is due to implementation of process improvement.